Manufacturer narrative:
Additional information reported that the procedure was through the right iliofemoral vascular approach and the inline sheath of the delivery catheter system (dcs) was used. No external sheath was used during the valve implant procedure and the minimum access was around 6mm. After the capsule of the delivery catheter system (dcs) was broken it was impossible to deploy the valve and the system was removed successfully. At this point the patient was without injury and the procedure was aborted with the intentions of reattempting a valve implant in a few days via an alternative route (carotid or subclavian). It was noted that a closure device (proglide) was used to close the femoral artery. The day of the implant procedure vascular hemorrhagic complications occurred in the iliofemoral artery, that required angioplasty and a peripheral stent. Due to complications of the hemorrhage, the patient died the following day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, the system was inserted and difficulty advancing through the iliac artery occurred. Due to the tortuous and calcified anatomy, tension was applied to the system during several attempts. After successfully advancing past the iliac artery, the valve was deployed and recaptured, as the valve was deployed too low. After the recapture, it was noted that the capsule was broken on the proximal section. The valve was immediately fully recaptured, and the system was removed without injury. It was reported that the exact moment of the capsule separation was unknown. It was unknown if the capsule separation occurred during the deployment or the recapture of the valve. The cause of the capsule separation was reported to be due to the tortuous and calcified anatomy that caused too much tension on the delivery catheter system (dcs) during advancement. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule. The capsule was partially closed. The handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. There was no damage noticed on the threading of the screw gear. Voids were observed along the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. Torsion marks were observed on the outer shaft. The valve could not be removed from the dcs. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (such as angulation, calcification, and tortuousity). In this case, it was noted that the anatomy was tortuous and calcified. This indicates that the most likely cause of the advancement difficulties was calcified and tortuous patient anatomy. The reported event indicates that tension was applied to the system during the several attempts to advance. The device instructions for use (IFU) instructs "there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture)". Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Images submitted for review confirmed the capsule separation. The subject dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, as was reported this event. Torsion marks were observed on the outer shaft, which indicate that the dcs may have been torqued during the attempted advancement through the challenging anatomy. The IFU instructs the user "do not rotate the catheter as it is advanced". The capsule of the returned dcs was observed to be separated at the proximal end, as reported in the event. Capsule separation typically occurs due to excessive compressive forces applied to the capsule which can be experienced when the valve is loaded incorrectly. No fluoroscopic load check images were submitted for review, therefore it cannot be independently determined if the valve was correctly loaded onto the dcs. The root cause of the capsule break in this event cannot be conclusively confirmed. The compressive force on the system, which may cause a capsule to break, is a cumulative effect that may be increased by tortuous and calcified access vessels, and torsion and tension applied to the dcs, as indicated in this event. Vascular access related complications are a known potential adverse patient effect per the IFU, and are typically related to patient factors (such as anatomy and comorbidities), and/or procedural effects (such as sheath used, user technique, and puncture cut location). As documented above, the IFU cautions that if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance before proceeding, and forcing passage could increase the risk of vascular complications. The reported advancement difficulty and tension applied to the dcs may have caused or contributed to the vascular complications. However, based on the limited information available, a root cause cannot be conclusively determined and the relationship to the device could not be established. If information is provided in the future, a supplemental report will be issued.